Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the sphere 9 catheter during a pulmonary vein isolation procedure using pulsed field ablation, st elevation was observed on the electrocardiogram at the end of the ablation. The st elevation first appeared in the anterior territory (v1¿v3) and then in the inferior territory (lead ii). Nitrates were administered by injection and echocardiography was performed. The st elevation developed slowly and resolved quickly. The case was completed. No further patient complications have been reported as a result of this event.